Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology of the pt's anatomy at the time of implant and follow-up reports were not provided. It was reported that the pt was recently transferred from another hospital with a ruptured aneurysm due to a type 2 endoleak. The stent graft was also found to have migrated 3 cm below the renal arteries without the presence of an endoleak. The proximal aortic neck was noted to be severely angulated (2 - 90 degree bends) and has dilated to 28 - 29mm in diameter; however, the aortic neck was long. During the open repair, a ruptured abdominal aortic aneurysm of the posterolateral wall on the right side was confirmed, due to the type 2 endoleak. There were extensive intra-abdominal adhesions, and the aaa was noted to be inflammatory. The device was found firmly attached to the vessels; the distal left limb was transected at the level of the left common iliac artery and the remaining stent graft components were explanted. There were no reports of any stent graft integrity issues or other endoleak source. The pt was successfully converted to an open surgical repair. The explanted stent graft has been received and the evaluation is pending. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation results: type ii endoleak, severely angulated aortic neck and disease progression with aortic neck dilatation. Migration.